Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a hot and burning sensation by the device. Additionally, patient reported discomfort and worried by the device functionality. The patient was referred to the clinic for further evaluation. This ICD remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a hot and burning sensation by the device. Additionally, patient reported discomfort and worried by the device functionality. The patient was referred to the clinic for further evaluation. This ICD remains in service at this time. No additional adverse patient effects were reported. Additional information received which indicates that there was no allegation suggested against the device at this time. No action and no adverse effects.